Manufacturer narrative:
Continuation of concomitant medical product: product ID 977a260, lot#, serial# (B)(4), implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-sep-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient's lead had migration or was dislodged. The patient also experienced stimulation in an undesired location, stimulation anterior abdomen. The battery was repositioned, new lead inserted and the issue was resolved.  Additional information received from a manufacturer representative (rep). The caller indicated that they removed the ins, and were trying to charge the device. The caller indicated that they charged the ins when it was originally implanted. The caller wanted to confirm that the ins would charge before the doctor re-implanted the ins. The caller reported that they were seeing the no device found message and getting the passive charging screen. The ins was removed and placed on a metal table while the caller was trying to charge the ins. The caller moved the ins off the metal table and they were unable to get the ins to connect, the no device found message continued to be displayed. The caller started the passive charging process. After several minutes of passive charging the ins connected to the controller for normal charging. The troubleshooting steps that were taken on the call resolved the issue. The caller indicated that the revision was being completed because the ins flipped sideways in the ins pocket.